Manufacturer narrative:
(B)(4). The hospital biomedical engineer performed an initial evaluation of the device and was able to verify an issue delivering defibrillation energy at 2 joules, during testing. The device was then returned to phyiso-control for further evaluation. Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. When the shock button was pressed the device did not respond, after an unknown period of time the shock button was pressed again and the device successfully delivered the energy. Thereafter the device functioned properly for the rest of the event. No further details about the patient event or the patient were provided by the customer. There were no adverse effects reported to have occurred to the patient during this event.